Manufacturer narrative:
.

Event description:
The patient's spouse reported the patient experienced severe shocking and severe burning in mouth after second programming session. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.